Event description:
It was reported that the iab was inserted via the left femoral artery. During and after surgery, the pump kept alarming "failure to deflate". Due to the alarms, the iab was removed and replaced. There were no pt complications.